Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used post-bariatric surgery in the stomach. According to the complainant, during the procedure, following bariatric surgery, the patient developed a bariatric leak within the stomach. While attempting to position the hemostatic clipping device within the patient's stomach, the clip would not fully open. They did not deploy the clip and the device was removed from the patient. A second of the same device was used to complete the procedure without complications. The patient was reported to be "fine" post procedure. Preliminary investigation results revealed that the clip was bent. Based on this information, the event is now reportable.

Manufacturer narrative:
A visual examination of the returned device revealed that the prongs on the clip were bent and the tabs were partially open. Functionally, the prongs only opened 8mm. The clip assembly was actuated several times, but was intentionally not deployed in case the device needs to be measured again. The bent prongs may have been a result of anatomical/procedural factors encountered during the procedure however this cannot be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.